Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device tubing failed to inflate the cuff and the o-ring was missing during testing for procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported, that the device tubing failed to inflate the cuff. And the o-ring was missing during testing, for procedure at the user facility. The procedure was completed successfully without a clinically significant delay. No medical intervention or adverse consequences were reported.